Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a malfunction of the graphic user interface. The ventilator was not on a patient at the time of the event. The service engineer evaluated the ventilator and replaced the breath delivery (bd) printed circuit board assembly (pcba). The ventilator passed self-testing.

Manufacturer narrative:
A breath delivery (bd) printed circuit board (pcb) was returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis; the diagnostic logs were reviewed and functionality testing was performed. When the test ventilator was powered on it failed the power on self-test (post) and generated a ventilator inoperable code. An investigation was performed and the product analysis technician reported that the root cause was isolated to the dynamic random access memory (dram). If information is provided in the future, a supplemental report will be issued.